Event description:
Bd 18ga angiocatheter stocked in ems storeroom was found to be cracked at the open end of the hub, patient was stuck and then blood could not be controlled coming from the hub; crack was identified. Patient had to be stuck again. Lot number 1103755. FDA safety report ID# (B)(4).